Manufacturer narrative:
A sample was available for evaluation. During the analysis, it was observed that an ampoule was missing and the applicator was fully assembled. As a result, bd was able to verify the reported issue. An evaluation was done on the assembly machine 3ml auto #4 since product is 100% inspected for ampoule presence. During this evaluation, an opportunity was observed on the verification frequency of the ampoule presence sensor functionality. The verification is being done as part of machine preventive maintenance activities once a week, however it was detected that sensor position can be misaligned during manufacturing activities potentially when a lot change occurs before preventive maintenance activities are being done. Misalignment in position of the ampoule presence sensor can generate failures on the 100% inspection process. The most probable root cause was attributed to an equipment failure that places ampoules inside the applicators and inadequate maintenance on equipment ampoule detection sensor. Production batch history records for applicator pn 931490 lot number 0050733 were reviewed and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported issue. Records reviewed indicate that the lot passed all the in-process inspections. An awareness session was conducted with production personnel. No further action are required at this time. This failure will continue to be tracked and trended. H3 other text : see narrative below.

Event description:
It was reported that there is no liquid inside the applicators. No liquid in the 1.5ml applicator, product code: 931490.

Manufacturer narrative:
(B)(6). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 931490 batch no.: 0050733 it was reported that there is no liquid inside the applicators. No liquid in the 1.5ml applicator, product code: 931490 per email: please find attached. This is the latest quality defect we received from our customer. Please advise if samples need to be sent for investigation so we can organise this.